Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support with pump reset, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to contact support if the issue reappears.